Event description:
It was reported that unspecified units of novum iq syringe pumps did not correctly detect monoject 35 ml and 60 ml syringes. The issue was further described as, "sometimes the pump would read a 35 ml syringe as 60 ml, and sometimes it wouldn't". This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The devices were not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.